Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 24 mmol/l. At the time of incidence. Customer¿s current blood glucose level was 07 mmol/l. Customer was treated with manual injection for high blood glucose level. The insulin pump will not be returned for analysis.